Event description:
Same case as 2134265-2009-06637. It was reported that during a percutaneous coronary interventional procedure, a guide wire detachment occurred. The 85% stenosed lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) coronary artery. The lesion was first ablated with a 1.5mm rotalink plus. Then a 1.75mm rotalink plus was exchanged into the lesion. Ablation with the 1.75mm burr was completed successfully. The physician removed the rotawire while using a micro catheter. At this point, it was discovered that the tip of the wire was missing. Under fluroscopy, the tip of the wire was found in the distal lad. A non-bsc stent was implanted in the proximal lad. Then, the physician attempted to retrieve the separated tip with a non-bsc microbasket, but was unsuccessful. The patient was stable, so the physician's strategy was for the wire to get trapped in the distal lad and forgo surgical intervention. The condition of the patient improved. The patient was discharged from the hospital three days later.

Event description:
Same case as 2134265-2009-06637. It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The 85% stenosed lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) coronary artery. The lesion was first ablated with a 1.5mm rotalink plus. Then a 1.75mm rotalink plus was exchanged into the lesion. Ablation with the 1.75mm burr was completed successfully. The physician removed the rotawire while using a micro catheter. At this point, it was discovered that the tip of the guide wire was missing. Under fluoroscopy, the tip of the wire was found in the distal lad. A non-bsc stent was implanted in the proximal lad. Then, the physician attempted to retrieve the separated tip with a non-bsc microbasket, but was unsuccessful. The patient was stable, so the physician's strategy was for the wire to get trapped in the distal lad and forgo surgical intervention. The condition of the patient improved. The patient was discharged from the hospital three days later.

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire received shows the spring tip fractured, only 0.9 cm of spring coils are present, the ballweld is missing, core wire is fractured. The coils were elongated, the fractured core wire was sent to sem (scanning electron microscopy)fracture analysis. Results indicated: "the fracture site and surface exhibited material pull out that occurred during fracture. In addition, the fracture surface exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. Conclusion: fracture occurred as a result of a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)